Event description:
The customer received questionable results on thyrotropin (tsh) for one patient sample. All results are in uiu/ml. The initial result was 62.61, accompanied by a data flag. The sample was auto-repeated and generated a result of 0.031. The repeat result was reported outside of the laboratory. After noticing the discrepancy between the results, the customer manually repeated the sample cup; which generated a result of 62. The original sample tube was then tested and generated a result of 62. The customer deemed the initial result of 62.61 to be the correct result. A corrected patient report was issued. There was no adverse event. The lot of tsh reagent in use was not provided. The field service representative found there was static on the tube. He also noted that the relative humidity in the laboratory was low and below specification. He performed system checks and also did performance testing and observed the instrument performing to specification. The customer performed qc. The investigation could not determine a specific root cause. It was noted that the humidity was below specification and may have been the cause of the issue.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.